Event description:
Home patient (hp) reports she was unable to drain in initial drain and bypassed to fill 1 during apd treatment on homechoice. Home patient reports feeling overfilled in fill 1 and drained out approx 3300 mls in drain 1/3. Home patient completed therapy successfully. Home patient reports no alarms sounded and she experienced no injury as a result of incident.